Event description:
51 year old wg2p2 status post bilateral submuscular inframammary 235 cc surgitek gels 12/9/82. Pt had complaints of 1986 elbow injury, positive abnormal mammogram right ruptured, left firm and painful, mild symptomatic systemic including arthralgias, dysesthesias/paresthesias, swelling, fatigue, sleep disturbance, hot flashes, periodontal problems, memory loss, sicca, intermittent sob with nonproductive morning cough, gi/gu disturbances (positive smoker) bilateral ruptures found rt extracapsular with granulomatous into humeral head of pectoralis. Liquid gels.